Manufacturer narrative:
Additional details received from the initial reporter on 28 june 2016 and includes: x-rays available. The revision surgery was completed successfully. Additional details received from the initial reporter on 04 july 2016 and includes: ccerclage was done on (B)(6) 2016 due to a periprosthetic fracture. On 08 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: unusual early revision of a cemented stem in tha only a couple of months after implantation. The supplied x-ray is very poor quality and no conclusion on bone condition can be made. However, the head looks like sitting outside of the cup. It maybe an optical illusion due to the angle of the picture. It is not clear when was this radiograph taken, whether it is before or after the revision. No conclusion can therefore be drawn, but there is no reason to suspect a faulty implant. Batch review performed on 18 july 2016. Lot 153441: (B)(4) items manufactured and released on 21 august 2015. Expiration date: 2020-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 19 july 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
Revision planned becasue of stem loosening.